Event description:
A report was received from a user facility in france stating that "during cataract surgery when in occlusion on the lens fragment, it was impossible to aspirate or start ultrasound because anterior chamber was emptying as there was no irrigation. All accessories have been changed and several surgeons programs confirmed the recurrence of the problem. Additional info received states a pt suffered a corneal edema which was treated, the method of treatment is unk. Last known visual acuity was 02/10 however the pt would not comply to meet the past two follow up visits. The product is not available for eval the facility has discarded it".

Manufacturer narrative:
Product is not available for eval. Due to the lot number being unk we are unable to review the sterilization and lot history records.